Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient was unable to be contacted with follow-up questions. The patient reported that she began getting error 4 messages at 4am on (B)(6) 2019. The patient manages her diabetes with insulin and meformina oral medication. The timeline of events was not very clear from the call and it was not established if the symptoms occurred prior to, or after, obtaining the error message(s) on the meter or whether the patient made any changes to her usual diabetes management routine. The cca documented that the patient seemed to indicate that she felt symptoms of shaking, both on the day of the issue and four days later. Treatment for the symptoms was not clear from the call. The patient reported that she took a test on her brother's onetouch verio iq meter at 5pm on (B)(6) 2019, and got a result of 68 mg/dl. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips were within expiry date and been stored correctly. The patient also confirmed that the test strip completely drew in the blood sample. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaking, after obtaining error 4 messages on the subject meter.